Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was used during a uteroscopy procedure in the kidney, ureter, and bladder, performed on (B)(6) 2020. According to the complainant, during unpacking, it was noticed that the stent was broken into two pieces. The packaging was not damaged. Another contour vl ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: device code 1069 captures the reportable event of stent shaft break. Block h10: the returned contour ureteral stent was analyzed, and a visual evaluation noted that the proximal section (bladder pigtail) detached. The suture string was returned loaded in the section detached and properly cut. No other issues with the device were noted. The reported event was not confirmed. The failure found, (bladder pigtail detached), is an issue that could have been generated by the user or due to the interacting of the device with the suture string. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint since it is most likely that the adverse event occurred during the preparation and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was used during a uteroscopy procedure in the kidney, ureter, and bladder, performed on (B)(6), 2020. According to the complainant, during unpacking, it was noticed that the stent was broken into two pieces. The packaging was not damaged. Another contour vl ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.